Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The impella cp was inserted and it was reported that the 14 french x 25 centimeters (cm) sheath was inserted but a kink was observed. The sheath was pulled back and the dilator was reinserted and exchanged for a 14 french x 13 cm sheath without issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.